Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. The patient was hospitalized for the event of peritonitis. Treatment was not reported. Five days later, the patient was discharged from the hospital. The nurse declined to provide any information.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13b03021, h13a13022, h12l11025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information becomes available, a follow-up report will be submitted. This is the same patient as (B)(4).